Event description:
It was reported that during a procedure using the closurefast catheter, a kink was observed in the outer shaft of the catheter and the catheter handle became very hot. The procedure, which targeted a proximal segment of the right superficial vein with minimal tortuosity, could not be completed with the initial catheter due to these issues. The physician used a new closurefast catheter cf6-8-60 to complete the procedure. The device was safely removed from the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received reported that there was no visible damage was noted on the coil heating element. Compression not being applied when the issue occurred. No adjustments were made to the parameters of the generator and no error messages/codes/warnings were displayed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis lot number # 250340194 was additionally confirmed on the device catheter label which matches lot# in the complaint file. No ancillary devices or images were returned with the device. No damage was noted to the catheter heating element/coil the catheter cable connector was examined: the catheter reference key shows evidence of wear, and the red ink was visible in some areas all pins were visually inspected to be straight visual inspection of the returned catheter revealed one kink along the shaft, the kink was observed at approx. 19.8 cm from the distal tip of the device the catheter connector was plugged into the resistance tester to perform continuity/resistance and connected to rfg for functional testing; the catheter was tested according to the test parameters, test methods, and acceptance criteria. Test 1. (E+/ e- test) (specification: 80 ohms to 113 ohms) ¿ result = 84.5 ohms -pass test 2. (Tc+/ tc- test) (specification: = 250 ohms) ¿ result = 112.8 ohms -pass test 3. (Resistor 1) (specification: 13.43 to 13.97 k ohms) result = 499.8 k ohms) -fail test 4. (Resistor 2) (specification: 7.90 k ohms to 8.22 k ohms) result = 19.66 k ohms) -fail tests 1 and 2 passed as per the acceptance criteria. Test 3 (resistor 1) test 4 (resistor 2) failed. The catheter was connected to both the rfg3 and rfg2 lab generator, the device did not complete the required cycle with an error message ¿the connected device is valid. Please connect another device¿ being seen on both rfg2 and ¿the connected device is unsupported. Please connect another device¿ being seen on the rfg3 generator. The device was disconnected and reconnected; however, the same error messages appeared. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.